Event description:
Reporter noted unit stopped working during phaco. Footswitch would not respond. Changed handpiece with no improvement. Posterior capsule tear occurred; anterior vitrectomy attempted, but not completed. Patient transferred to retinal specialist at another facility to remove residual fragments and cortex. Ac iol implanted. Prognosis reported as good. Cancelled next case.